Event description:
Perforator did not stop. Made a bone punch-out.

Manufacturer narrative:
There were no discrepancies noted in the mfg history records for this lot. This unit was visually inspected. Hardened case debris and rust was noted. The outer drill cutting edges had been dulled by a hard material such as metal. The debris and rust were removed and the unit was rebuilt. Functional testing was satisfactory for ten test holes although the cutting action was somewhat slow due to the dull condition. The reported failure could not be repeated. Internal components appeared normal.